Manufacturer narrative:
Please note the corrections to h6 health impact and h6 results codes. The reported event could be confirmed since the device image available confirm the alleged failure. The device inspection of the available picture of the screwdriver reveals that the tip of the device is broken off. There could be seen spots of water marks as well on the shaft region of the device. The device history record could not be reviewed because the affected device was not returned and the lot number was not communicated. Indications of material manufacturing or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided the investigation report will be reassessed.

Event description:
As reported: "in one of my cases today, the tip of the baseplate inserter screwdriver t-20, broke while inserting the baseplate. Before inserting the baseplate, we used the appropriate hard bone drill & 6.5mm central screw tap. The surgeon tried unsuccessfully on multiple occasions and different means to remove the broken tip. She finally burred it down with a highspeed bur. The effort to remove the broken driver tip caused about 10 minutes delay. She was finally about to insert the glenosphere over the baseplate."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
As reported: "in one of my cases today, the tip of the baseplate inserter screwdriver t-20, broke while inserting the baseplate. Before inserting the baseplate, we used the appropriate hard bone drill & 6.5mm central screw tap. The surgeon tried unsuccessfully on multiple occasions and different means to remove the broken tip. She finally burred it down with a highspeed bur. The effort to remove the broken driver tip caused about 10 minutes delay. She was finally about to insert the glenosphere over the baseplate."